Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battries of cardiosave intra aortic balloon pump were not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - e3. A getinge field service engineer (fse) verified no fault in log, verified device charges per specification.

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) not charging, unknown issue. Patient not involved and no harm reported.